Event description:
It was reported that during a phone call with the physician it was indicated that he had pump issues with four different inflatable penile prosthesis (ipp) devices. The physician indicated that one of the issues occurred with a troublesome pump. No information was provided about the patient's outcome.